Event description:
On (B)(6) 2011 the pt was implanted with an advance sling. It was reported that following the implant the pt had incontinence that was worse than baseline and another continence device was implanted.

Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a f/u report will be sent.